Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va15qeu, product type: lead. (B)(4).

Event description:
Information was received from a family member of a patient. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that this one is failing. It was indicated that the current ins stopped working 3 months ago in 2017 and that the patient had seen their healthcare professional (hcp). The hcp checked the ins and leads, and stated that there could be a problem with the leads. The patient was scheduled to have the ins removed on (B)(6) 2017 and was not going to have a replacement. It was indicated that there was no trauma or falls that could be related to the issue. No further complications were reported or were expected.